Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to duplicate the reported issue. All testing was performed using a good known test patient circuit. The ventilator passed the extended 50 hour run in test with the customer¿s settings without any unusual alarms and conditions. The ventilator passed the ltv final test, which includes many ventilation and alarm functions. The ventilator also passed the volume operation test from general checkout. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
It was reported by the customer that the ventilator was not giving constant breaths. The ventilator was stacking small breaths with 10 to 15 second delays, then would stack small breaths again. The patient was removed from the ventilator and was bagged for 10 minutes. The customer reported that they attempted to duplicate the issue after the transport was complete but they could not repeat the issue. The customer reported that there was no patient harm or injury.